Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro2 cutting device stopped working (no energy delivered to jaws of cutting device). They switched out the cables and the power source without success. They then replaced the hemopro 2 kit with another one and that resolved the issue. No delay. No harm to patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 09/29/2022. An investigation was conducted on 10/17/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting device handle and jaws. Heavy evidence of charred material was observed on the heater wire. The heater wire and clear silicone insulation of the hot and cold jaws were observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. An activation and transection capability test was performed over (04) repetitions using "max life test method (B)(6). The device activated and transected tissue (04) times with no cautery failure observed and with no excessive smoke observed. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(6) rev w. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000258495 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.